Event description:
The customer reported that the insulin pump alarmed motor error, and he experienced high blood glucose of 469mg/dl. Troubleshooting was performed, and the drive support cap was protruded. The caller mentioned that the device was stuck during the rewind process. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. Please see medwatch report # 3004209178-2013-94499.